Event description:
The customer called to report a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also stated that insulin squirted out during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.